Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/08/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a neck dissection procedure on (B)(6) 2016 and the reservoir was connected to a drain. The device was working without problems on (B)(6) 2016 and at 9 am on (B)(6) 2016. However, when a doctor was rounding on the patient later, he found that the reservoir was swelled and tried to reactivate the system several times, however, negative pressure could not be applied. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Welding around the ports, exit port and y-connector ports were in good condition. There was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. It was performed visual inspection of perimeter sealing and port sealing, and no void, hole or was found. The zip tie that holds the plate was inspected and was in good condition. During sample evaluation it was verified that the plate was able to be opened and closed.